Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider replaced the exhalation valve and the ventilator worked properly.

Event description:
It was reported that during patient use a ventilators frequency exceeded the set total ventilation times. The device stopped ventilating/cycling. The patient transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.